Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Since the actual product arrived at olympus, the investigation result was updated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling of the adhesive aorund the light guide lens. There was no patient involvement.